Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (misaligned) issue. The reporter stated that the screen was "messed up, letters were jumbled and overlapping; some letters were missing in words and the screen was dim over the top right side of the display". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2014 with the following findings: the display screen was observed to be dim with a pink contrast. The display was not observed to be misaligned as alleged in the initial complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.